Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse events, swelling to the upper face and eyes swelling shut, were deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot #100086969 was reviewed. No noncomformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted. Device not returned to manufacturer.

Event description:
On (B)(6) 2016, a (B)(6) female patient was injected with 1.5cc of radiesse to the cheeks. On an unspecified date post injection, patient experienced swelling to the upper face, and her eyes were swollen shut. She went to either her primary care physician or the emergency room and was given a steroid shot. On (B)(6) 2016, patient returned to injector's office and the swelling was 80% resolved, but her skin was still very tight. She was given aquaphor to apply topically. Patient was contacted by the injector's office today, (B)(6) 2016, and reported the swelling is completely resolved.